Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed forces imposed upon the device when tortuous anatomy was encountered in clinic. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a left leg angiogram, via right femoral puncture, the catheter fractured with the distal tip remaining in the patient at the aortic bifurcation. The catheter tip was retrieved.